Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet insulin cartridge broke while installed in the device. The user believed the pump may have been dropped overnight. The user performed a rewind, installed a new cartridge successfully, and resumed insulin delivery. During the period of cartridge failure, the user¿s blood glucose rose to 360 mg/dl and was corrected with a manual insulin injection before reconnecting to the pump. No symptoms, injury, or medical intervention were reported.